Event description:
The following description of the event was copied from an e-mail from the foreign distributor in (B)(4). "Both the blenders have failed during the last two days, both in a dangerous manner in that they were delivering 100% oxygen while set for 31% and both failed to alarm." The following additional info concerning the event was copied from an e-mail from carefusion (B)(4) that was in response to an e-mail sent by carefusion asking that they seek additional info from the foreign distributor in (B)(4). "The blenders were set 21%, but as air cylinder was empty, the alarm failed and the blender continued to deliver 6 lpm of 100% oxygen rather than 21%. The c size air cylinder had run out of gas, though the wall oxygen was still connected. The blender was set to 21%. No pt was attached at the time; the maternity staff were testing the unit prior to use."

Manufacturer narrative:
Event occurred at: (B)(6). Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4). The carefusion failure analysis lab tech evaluated the microblender, verified the complaint and determined that the root cause of the failure was that the reed on the alarm reed plate was cracked. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the reed. However, this type of damage is generally caused by the application of a mechanical force or pressure against the reed on the alarm reed plate. The microblender will be routed to the carefusion factory svc dept to be repaired and run through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the microblender will be returned to the distributor in (B)(4) ready to be returned to their customer ready to be placed back into svc. A review of the carefusion complaint system for the past 90 days did find one verified like failure with the same root cause. However, as these are known failures caused or contributed to by an unapproved means of force or pressure, another investigation is not required.